Event description:
Philips received a complaint by the customer on the v60 indicating that the "circuit disconnected" alarm could not be cleared, and the device kept giving low minute ventilation and low tidal volume alarms. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the "circuit disconnected" alarm could not be cleared, and the device kept giving low minute ventilation and low tidal volume alarms. The remote service engineer (rse) evaluated the device with the customer and found that there was nothing on the gas outlet port in the pneumatics screen; the flow was set to 240, the blower rotations per minute (rpm) was 32,000, and the average air standard liter per minute (slpm) readout was 2.3. The rse informed the customer that the readout should match what was set (240 in this case) and advised the customer to perform the air flow accuracy test to verify that the flow sensor is faulty. The rse also provided the customer with the parts identification (ID) of the replacement flow sensor assembly for repair and discussed installation per the manual with the customer. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 06dec2024, the customer is still waiting on the replacement flow sensor assembly that was ordered. The repair for this device cannot be conducted at this time due to a backorder status of a part (flow sensor assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.